Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient returned to the surgeon for follow up and x-rays revealed that the screws were broken. The original plate was implanted with new screws.